Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total gastrectomy and whipple, when the esophagus was being anastomosed, the delivery tube was difficult to remove after one of the two sutures was cut. The surgeon cut the second suture to assist in removing the tube and to complete the case. There was no patient injury.